Event description:
Patient reported ¿rupture that was caused by a segway accident¿, ¿extremely hard¿, ¿swelling¿, ¿pain in armpit and down arm¿. Later healthcare professional reported "significant rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.